Manufacturer narrative:
Other text: two samples were received for analysis. The sample was tested with a syringe and the failure mode was able to be replicated. There was a leak in the injection site. Based on the test performed of the one sample returned is confirmed the leak in the p/n 30-2956 "inj. Site, needlefree gripper plus", l/n unknown; it is considerate that root cause is defect to supplier (B)(4); (B)(6) was open 19/feb/2021 to performed analysis of this failure mode. In order to address supplier corrective actions of this failure mode, (B)(6) was issue to supplier on 19/feb/2021.

Event description:
It was reported that a smiths medical grippre port was leaking and causing a patient safety risk. No adverse patient effects were reported.